Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix's needle was dropped off and the t2 fell off from the inserter. The t1 implant was left secured in the patient. The surgery was resumed with a back-up device, without any delay. No further complications were reported.

Manufacturer narrative:
H10: updated h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. A visual inspection showed the t1, t2, suture, variable depth straw, green fixed straw, and the channeled end of the needle assembly were not returned. The end of the needle assembly has been broken off at the distal end of the internal actuator assembly. The actuator still extends. There is bio debris on the handle and on the actuator. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the ultra fast fix's needle was dropped off and it fell off. The surgery was resumed with a back-up device, without any delay. No further complications were reported.